Event description:
It was reported that on literature review "the early: to medium-term results of a hemispherical, porous coated acetabular shell with multiple different bearing combinations are excellent with the exception of metal-on-metal", 1 patient had a ceramic head fracture after a tha while using r3 acetabular shell and high offset porous-coated synergy stem. The events were treated by a revision surgery where liner and cup were retained and only head was revised. Patients¿ outcome if unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Thompson, z., khoshbin, a., ward, s., waddell, j. P., & atrey, a. (2020). The early-to medium-term results of a hemispherical, porous coated acetabular shell with multiple different bearing combinations are excellent with the exception of metal-on-metal. International orthopaedics, 44(12), 2537-2543. Doi: doi.org/10.1007/s00264-020-04817-1.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.